Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 391 mg/dl at time of event. Customer went to the emergency room for diabetic ketoacidosis. Hcp identified customer's ketone levels as dangerous. Upon leaving the ER, customer was in stable condition and blood glucose was 119 mg/dl. Method of treatment was not provided. Multiple attempts were made by tandem technical support to obtain specific additional information; however, no response was received, and no additional information was provided.